Event description:
Additional information received indicated the right atrial lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an x-ray revealed right atrial (ra) lead and right ventricular (rv) lead dislodgment. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. Related manufacturer report number: 2938836-2020-08529.